Event description:
Info received on 6/13/97 indicates a bladder neck cuff was not removed from the patient.

Manufacturer narrative:
Pump performed within specifications. Cuff performed within specifications. Balloon performed within specifications.